Event description:
The customer reported an svt event in which nibp was attempted twice, but showed "----" for the systolic result, diastolic result and map result. During this event there was a lot of doubt from the clinical team on whether the g9 monitor displaying physiologically accurate data.

Manufacturer narrative:
The customer reported an svt event in which nibp was attempted twice, but showed "----" for the systolic result, diastolic result and map result. During this event there was a lot of doubt from the clinical team on whether the g9 monitor was displaying physiologically accurate data. The nibp failed twice during this event and the spo2 pleth seemed visually to not match the spo2 pulse rate. The customer was provided a dropbox link to upload the logs so that they can be evaluated to determine if the monitor was producing accurate readings. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.